Event description:
It was reported the device was used during an unknown procedure. It was reported the washer fell out of the cdh. The anastamosis was perfect and the case continued without difficulty. There was no consequence to the pt. Rep returning the washer only.

Manufacturer narrative:
Facility experienced an event with proximate* I l s intraluminal stapler on while performing an unknown procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973964. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Analysis conclusion: based on the info received and the visual inspection, no conclusion could be reached as to what may have caused the reported incident. It was noted that only one half of the spent breakaway washer was returned. The returned part of the breakaway washer was examined and there were no anomolies noted with the washer. As the instrument was not returned, further testing could not be perfomred. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuolusly improve co's products.